Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 33 x 9 pressfit left patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Discarded.

Event description:
It was reported that the patient was an avid runner and reported to clinic (B)(6) (2013) complaining of a new onset of knee pain, swelling, and a grinding sensation. Exam findings significant for metal on metal crepitation. X-rays showed a laterally offset left patella indicative of a poly failure and elected to proceed with left patellar revision. Intraoperatively, the poly was found not attached to the metal back. The metal back, however, was solidly integrated to the bony surface of the patella.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patella poly disassociation involving a 33 x 9 pressfit left patella was reported. The event was not confirmed. Medical records received and evaluation: review of the provided medical records by a clinician indicates that there is no apparent cause for the disassociation of the poly and metal portions of the patella. Conclusions: the event could not be confirmed nor the root cause determined. Review of the provided medical information by a clinician indicates that there is no apparent cause for the patella implant failure but that the patient was "noncompliant." The fact that the patient was noncompliant could have contributed to the failure.

Event description:
It was reported that the patient was an avid runner and reported to clinic (B)(6) of this year (2013) complaining of a new onset of knee pain, swelling, and a grinding sensation. Exam findings significant for metal on metal crepitation. X-rays showed a laterally offset left patella indicative of a poly failure and elected to proceed with left patellar revision. Intraoperatively, the poly was found not attached to the metal back. The metal back, however, was solidly integrated to the bony surface of the patella.